Event description:
Same case as MFR report #: 2134265-2010-04388. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous mid to distal right coronary artery (rca). The lesion was 35mm in length. Initially, the physician attempted to predilate the lesion with an unspecified balloon catheter; however, this was not successful. The physician attempted to cross the lesion with a non-bsc penetration catheter; however, that was not successful. The physician crossed a non-bsc microcatheter, and exchanged the non-bsc guide wire for a rotawire floppy guide wire. The physician advanced a 1.25mm rotalink plus burr, and successfully completed 5 runs of ablation for 10 seconds each run at a speed of 180,000 rpms. The physician then exchanged the system for a 1.5mm rotalink plus burr, and completed 3 runs of 10 seconds each run at a speed of 180,000. Following the use of the 1.5mm burr, coronary angiography was performed, and the physician noted that the rotawire floppy guide wire had fractured into two pieces. The physician used a non-bsc snare to retrieve 11 cm of the rotawire floppy guide wire; however, the distal 1cm portion still remains in the patient in the distal portion of the posterior descending artery. Two promus stents were implanted in the proximal to mid rca. No patient complications were reported and patient status is fine.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the capsule was damaged, there was vitreous fluid loss, and the lens haptic was bent. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A vitrectomy was also performed. A second iol was implanted successfully and the pt's prognosis is excellent with 20/20 ucdva. (B)(4).

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via email) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.